Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges would not slide onto the pump. The customer successfully loaded an old cartridge. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to troubleshoot; however, the customer could not be reached.